Event description:
It was reported that persistent post-pace t-wave oversensing (twos) was observed. The device was reprogrammed but twos persisted. It was noted that the patient was post-op hernia repair and the possibility of fluid/electrolyte issues was discussed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4968-60 x3 implantable epicardial pacing leads (B)(6) 2007. (B)(4).